Manufacturer narrative:
The device rosa one (B)(4) is not FDA approved, but it is similar to the device rosa brain 3.0, classified (B)(4). The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted

Event description:
It was reported that following a diagnostic test for iq view not functioning the field service engineer noticed that some applications were not run as administrator.

Manufacturer narrative:
The manufacturing date of the core device bs17008 is (B)(6) 2018. The manufacturing date of rosa one pc, serial number (B)(6), is unknown.

Manufacturer narrative:
A field service engineer went onsite to perform diagnostic and identified that some settings were not correct on iq-view and it was impossible to use iq-view to retrieve images. This complaint is part of the scope of a nonconformance which was raised following a complaint received from the user of the same device the previous day (the user was not able to load images from iq-view). A misconfiguration of iq-view prevents rosa from reading imported images, on both brain & spine applications. Based on the investigation performed, the technical root cause of the event was determined to be incorrect set-up of the applications.

Manufacturer narrative:
The fse was called to run a diagnostic test on the iqview and noticed that there was no administrator access to the application so he fixed the issue by resetting the parameters. The work instruction contains the necessary information to set the application in order to make it run properly, so the root cause is an incorrect set-up of the applications. (B)(4).